Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device malfunction: unknown. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician using the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, an unknown device failure occurred. It is unknown how hemostasis was achieved. There was no adverse patient effects reported. Though requested, no additional information was available.